Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with high blood glucose for about a month. The customer was treating their blood glucose with the insulin pump. The customer reported that they had experienced a high blood glucose level that was over 600 mg/dl. The customer had symptom of shortness of breath. She took of the insulin pump and ended up manually treating their high blood glucose. The customer confirmed that there was no hospitalization. The customer's current blood glucose level was 124 mg/dl. Troubleshooting was performed for the insulin pump. The customer declined to check for the presence of leaks or air bubbles. The customer stated that they had to increase their basal rates. The device will not return for analysis.